Manufacturer narrative:
(B)(4). PMA/510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: a type 3 endoleak was likely presented at implantation and resolved by 3 months. The origin of this endoleak can not be defined, however; the most likely cause can either be related to a suture hole or a hole in the tx2 component from the t-branch barb. Additionally, a type ia endoleak involving the preexisting proximal tx2 component was developed between 3 and 7.5 months which contributed to aneurysm growth. It is also noted that the outcome is patient death due to stroke. The implanting physician noted that the death was not related to either the study procedure or the study product, and that the device did not malfunction or deteriorate. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2014, the patient received the following devices: tbranch-34-18-202 (lot # a918574); zteg-2pt-42-32-205-pf (lot # e3178873); unibody-22-81 (lot # a923588); zsle-13-39-zt (lot #4633845); zsle-16-56-zt (lot # 4735938). Sma ¿ one covered advanta stent, one uncovered complete stent; right renal - one covered advanta stent, one uncovered complete stent; left renal - two covered begraft stents. There was no difficulty deploying the devices. The angiogram at the completion of the procedure noted patent devices with no kink or endoleak. (B)(6) 2014 CT scan (3 days post procedure): patent devices with no component separation, kink, barb separation, stent fracture, or device compression. A type iii endoleak was noted at the overlap of the tx2 proximal and tx2 proximal extension (site has been queried to ask if this refers to a device placed during the previous tevar procedure noted in this patient¿s history). The site confirmed that the endoleak was between the zteg-2pt-42-32-205-pf and a stent placed during the previous tevar procedure. (B)(6) 2014 CT scan (100 days post procedure): patent devices with no component separation, migration, kink, barb separation, stent fracture, or device compression. A type ii endoleak was noted. (B)(6) 2014 CT scan (239 days post procedure): patent devices with no endoleak, component separation, migration, kink, barb separation, stent fracture, or device compression. Patient outcome: no adverse events related to the endograft have been reported for this patient. The patient died of a stroke on (B)(6) 2014 (239 days post procedure). The implanting physician noted that the death was not related to either the study procedure or the study product, and that the device did not malfunction or deteriorate.